Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked. The customer's blood glucose was 400 mg/dl at the time of incident. No symptoms were reported. The high blood glucose was treated via insulin pump and manual injection. The customer also reported a low blood glucose of 52 mg/dl. No symptoms were reported and it was treated via carb intake. Troubleshooting was provided. The customer reported having a cannula at an angle. The insulin pump will not be returned for analysis.